Manufacturer narrative:
(B)(4). According to the information received, the device was not providing benefit to the patient due to a post-operative active electrode migration out of cochlea. A revision surgery to reposition the electrode array was successfully performed. Postoperative x-ray confirmed the array to be in the cochlea. The patient has reportedly good hearing perception. The concerned device remains implanted and in use. This is a final report.

Event description:
It was reported that after 1 month since the activation, the patient had never been able to obtain any auditory perception with the device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that after 1 month since the activation, the patient had never been able to obtain any auditory perception with the device. When programing was performed the patient reported _it felt funny in her head_ but still nothing could be heard. When stimulated, the patient reported that sounds made her feel dizzy and there seemed to be a feeling of "pressure", but no sound. Per CT imaging, only one electrode was in the cochlea and the remaining electrodes were in the superior canal. On (B)(6) 2015, a revision surgery was conducted to reposition the electrode array and x-ray confirmed the array was in the cochlea.